Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The device remains implanted, therefore no product will be returned to the manufacturer for evaluation. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 0001032347-2015-00440.

Event description:
The distributor reported one of the screws did not lock into the plate during the operation. The surgeon chose to leave the screw and plate implanted. No adverse events were reported.